Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level reached 460 mg/dl on (B)(6) 2025. The elevated bg was addressed by a correction bolus via the pump. The customer changed the infusion set and cartridge, and resumed insulin delivery. No assistance from a third party was needed.